Manufacturer narrative:
Results: the ovalization in the indigo system aspiration catheter 8 (cat8) began approximately 107.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device confirmed that the distal tip of the cat8 was ovalized. This type of damage typically occurs due to improper handling during insertion. If the peel-able sheath (provided by penumbra that comes with the cat8) is not used to protect the distal tip of the catheter prior to insertion and subsequently, the catheter is forcefully advanced against resistance, damage such as this may occur. The peel-able sheath not being used to protect the distal tip likely contributed to the resistance experienced during insertion and resulted in the cat8 being ovalized. A mandrel was attempted to be advanced through the returned cat8; however, resistance was experienced as the mandrel met the ovalization in the distal shaft of the cat8, and the mandrel could not be advanced any further. The non-penumbra sheath referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein using indigo system aspiration catheters 8 (cat8s). During the procedure, while attempting to insert a cat8 into a non-penumbra sheath, the physician experienced resistance and subsequently, the distal tip of the cat8 became flattened; therefore, the cat8 and sheath were removed. The procedure was completed using a new cat8 and sheath. There was no report of an adverse effect to the patient.